Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on date via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tubing couldn't be primed due to being damaged. The following information was provided by the initial reporter: "the IV tubing was not able to be primed due to faulty manufacturing. First access port (access site directly below pump chamber) is downward instead of necessary upward position. Medication could not be primed past the first access port. What was the original intended procedure?: nurse was attempting to prime IV tubing prior to infusion."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/28/2020 h.6. Investigation: one sample was returned for investigation and through visual inspection the misassembly was verified. A device history record review for model 11532269 lot number 20056497 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #20056497 regarding item #11532269. The root cause for this failure was determined to be error during the assembly process. See h.10.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tubing couldn't be primed due to being damaged. The following information was provided by the initial reporter: "the IV tubing was not able to be primed due to faulty manufacturing. First access port (access site directly below pump chamber) is downward instead of necessary upward position. Medication could not be primed past the first access port. What was the original intended procedure? : nurse was attempting to prime IV tubing prior to infusion."